Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A perforation is a known complication of a peg / peg-j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was admitted to the hospital for five days after the peg j tube replacement due to a microscopic intestinal hole caused by the guide wire which had poked the intestine. The patient did not require surgery and the microscopic intestinal resolved on (B)(6) 2019.